Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), weight increased ("weight gain") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, weight increased and depression outcome was unknown. The reporter considered back pain, depression, genital haemorrhage, pelvic pain and weight increased to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes in 1997 and restless leg syndrome in 2008. Previously administered products included for an unreported indication: zoloft in 2011 and lysteda. Concurrent conditions included overweight and hypertension since 2002. Concomitant products included bupropion hydrochloride (wellbutrin) since november 2012, escitalopram oxalate (lexapro) since 2012, lisinopril from april 2012 to october 2012 and olmesartan medoxomil (benicar). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In september 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain / lower back pain"). In march 2013, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes") and night sweats ("night sweats"). In 2013, the patient experienced dental caries ("dental problems I never had cavities before and then I started having cavities"). In february 2014, the patient was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain"). In june 2014, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In 2015, the patient experienced visual impairment ("vision/eye problems type: I had lasik and after essure my vision got worse and I had to get glasses"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), feeling abnormal ("brain fog") and allergy to metals ("nickel allergy"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (ablation, ablation on (B)(6) 2013 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia and diarrhoea had resolved, the genital haemorrhage, depression, dental caries, dysmenorrhoea, dyspareunia, fatigue, mood swings, hot flush, night sweats, visual impairment and allergy to metals outcome was unknown and the weight increased, alopecia and feeling abnormal was resolving. The reporter considered allergy to metals, alopecia, back pain, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hot flush, menorrhagia, mood swings, night sweats, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion: on (B)(6) 2012. Current weight 1911bs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2012: total bilateral occlusion. 1. First ultrasound was for pelvic pain and nothing abnormal was found. 2. Tubes were officially blocked (the dye did not travel through) and the scar tissue was formed properly. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received: reporter was added. Demographic conditions were added. Surgeries were added. Events: abnormal bleeding (vaginal, menorrhagia), cavities, dysmenorrhea, dyspareunia, fatigue, chronic diarrhea, hair loss, mood swings, hot flashes, night sweats, vision/eye problems type: got worse, weight gain, brain fog were and nickel allergy added. Event onset date and outcome were updated. Concomitant drugs and conditions were added. Historical drugs were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.